Event description:
It was reported that the patient presented to the emergency room for an unrelated reason. Upon an x-ray, it was observed that the rv lead was dislodged. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited low r-wave amplitudes, and high capture thresholds. The rv lead was explanted and replaced. The patient was stable.